Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2023, it was reported that the patient's infusion set's tubing detached at the tubing connector. The site location was left side of patient's back, with the pump in the left pocket. Moreover, the infusion had been used for 2 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.